Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive despite the button being clean, dry, and without visible damage, leading to a device replacement and completion of user education. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no alarms, and continued device use until replacement was arranged. Investigation included collection of user reports and device history review. Investigation of this case revealed a nonresponsive user interface control consistent with a hardware malfunction of the sleep/wake button, which could not be resolved through restart attempts. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.